Event description:
A customer contacted beckman coulter inc. (Bec) stating that when they take samples out of the closed vial station, there are a few drops of diluent on top of the cap due to a leak at the probe of their coulter act diff 2 analyzer. The customer was wearing personal protective equipment consisting of gloves and a lab coat at the time of the incident and no injury or exposure was reported. No patient samples were affected by the leak.

Manufacturer narrative:
A service request was set up; however, the customer called back on (B)(6) 2012 and cancelled the service request because the instrument was no longer leaking. The customer did not know how the leak was repaired. The cause of the leak is unknown. (B)(4).